Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision right total knee replacement; (B)(6), (B)(6) hospital, (B)(6) 2018. Primary implant date: (B)(6) 2015. Revision for infection. Patient presented to surgeon with a painful knee. On investigation the surgeon stated that the tibial plateau bone graft had failed leading to the tibial tray becoming loose. Removal of the tibial tray and femoral implant was undertaken. During explanation of the primary implants, the surgeon believed that infection was present. The bone and soft tissue was debrided and a cr femoral implant and a rp liner were cemented into place using antibiotic cement. Patient will be treated with antibiotics and will return to theatre for a revision tkr when the infection has been removed. Female patient (B)(6).

Manufacturer narrative:
(B)(4). Investigation summary examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.